Manufacturer narrative:
Failure analysis: received main pcba pn: 52850 rev m, sn: (B)(4), from rga: (B)(4). Visually inspected part. Installed in known good unit pn: 16532-00 sn: (B)(4). Events log recorded failed svt transducer calibration, vent inop, motor fault, and post dac or adc error. All transducer tests passed. All transducer calibrations passed, but not saved. Switched unit to ventilation mode and the unit went vent inop with motor fault. When the vent inop and motor faults were corrected as described by the ¿additional information¿ below, circuit fault remained when ventilation. The vent would try to ventilate but the turbine shutters. Exhalation differential pressure calibration the previous set a/d: 181 at 0 cmh2o while the new a/d: 316 at 0 cmh2o, turbine differential pressure calibration the previous set a/d: 776 at 0 cmh2o while the new a/d: 738 at 0 cmh2o, exhalation pressure calibration the previous set a/d: 1153 at 0 cmh2o while the new a/d: 1548 at 0 cmh2o. For turbine differential pressure the previous calibration set a/d: 1091 at 60 cmh2o while the new a/d: 1052, the max for this transducer is 1108 at 60 cmh2o. Though there is variation between the previous and present calibrations for the turbine differential transducer it does not vary enough to qualify as slipping. Additional information: events log recorded multiple post dac or adc errors, and circuit faults. Removed the r608 resistor and found it to be open. Replaced resistor with new 100k ohm resistor, and installed main pcba in unit. Vent inop and motor fault was corrected with new resistor, but circuit fault remained. All transducer tests passed with new resistor. All transducer calibrations were successful with new resistor. The bad r608 resistor is determined to have caused post dac or adc error, which faulted to motor making the vent inop. Findings/root-cause: was not able to duplicate the turbine differential transducer failed at 0 cmh2o allegation.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) has determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Acarefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 30, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that the device alarmed "vent inop" and the turbine differential transducer failed calibration. There was no report of patient involvement.